Event description:
Event verbatim [preferred term] blister due to heat of the product/blisters broke while heat was on it/blisters popped/ blisters on her hip/the product burnt her hip [burns second degree] , due to the heat of the product/it felt hot [device issue] , read the usage instructions on thermacare before used the product, but did not check her skin under the product while wearing thermacare [intentional device misuse] , put on one wrap on the left thigh/because her hip is giving some problems [device use issue] , . Case narrative:this is a spontaneous report from a contactable consumer (patient). A 60-year-old female patient started to receive thermacare heatwrap (thermacare neck, shoulder & wrist) (device lot number t48944, expiration date 31oct2020, UDI number: (B)(4)) from (B)(6) 2019 put on one wrap on the left thigh for 30 minutes because her hip was giving some problems. Medical history included ongoing high blood pressure, ongoing diabetes, ongoing neuropathy, ongoing acid reflux, ongoing panic attacks, ongoing depression, ongoing congestive heart failure, ongoing rheumatoid arthritis, ongoing sensitive skin, ongoing poor circulation, ongoing heart disease. She was disabled. The patient was currently under the care of a physician for medical conditions. The patient skin tone was classified as very light or fair and she did not have any abnormal skin conditions. There were no concomitant medications. The patient previously used thermacare heatwraps since 10 or 11 years ago for unknown indication and experienced no adverse effect. The patient previously used other unknown heat products for pain relief (electric heating pad, hot water bottle, microwave gel pack), and did not experience a problem/symptom with one of these products. The patient stated she was calling regarding the neck shoulders and wrist heatwrap. She had used these for a long time now, and the other night she put one on and it blistered her, due to the heat of the product on (B)(6) 2019. The product caused blisters on her hip. That was the first day the thermacare was used. Blisters, broke while heat was on it, in the 30 minutes that the wrap was on the blister formed and popped this was on monday (B)(6) 2019. The patient described that on monday (B)(6) 2019 she put it on and it felt hot and it felt like something was running down the leg, she had it on her thigh because her hip was giving some problems, which started like 4 weeks ago, she was not sure if it was arthritis or felt aches and noticed the blister had popped. The patient stated that she took it off before bed, but did not have it on for longer than half an hour prior to that. She clarified the heatwrap was for the neck, but she used the product on her hip. The product burnt her hip. The patient did not engage in exercise while using the product (for example, running, bicycling), read the usage instructions on thermacare before used the product, but did not check her skin under the product while wearing thermacare on (B)(6) 2019. She was not taking any medications (including over-the-counter, herbal, nutritional or any applied to the skin) during the time the problem/symptom was experienced. The patient did not consult a healthcare professional for the problem/symptom. The color of the box she purchased was red box. She has already returned the heatwrap. The action taken in response to the event was discontinued on (B)(6) 2019. The patient stated that she did not have any treatment, and did not put anything on the blister. The outcome of the event blister due to heat of the product/blisters broke while heat was on it/blisters popped/ blisters on her hip/the product burnt her hip and due to the heat of the product/it felt hot was recovering. The blister hadn't healed but resolved. Crusted over blister remained. The outcome of the other events was unknown. The patient considered the causality of device to aes as yes. The physician reported the patient did not provide information regarding the reported adverse events with the use of the product. Additional information received from product quality complaint (pqc) group included investigation results. Complaint subclass: too hot. The root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports she received a blister "due to the heat of the product. The cause of the wrap being "due to the heat of the product." Is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Additional information received from pqc group includes evaluation of returned sample (lot# t48944 / expiry oct2020). The sample was received 26feb2019 and contained one nsw8 pouch. Pouch was open; no obvious defects. The wrap was expired. Wrap showed evidence of wear; cell packs were hard, evidence of brine dosing. No obvious defects to wrap. The root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap " blistered her". The cause of the blister is inconclusive since review of records does not provide evidence to support defective product. Evaluation of the returned sample wrap did not show a device malfunction. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Additional information received from product quality complaint (pqc) group included investigation results. Sub class: too hot. Initial complaint assessment: batch t48944 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The visual inspection of a retain sample included one carton and the three pouched wraps inside and shows no obvious defects. Form-46455 retain sample inspection form documented the retain evaluation performed on 08aug2018 for an unrelated complaint. An evaluation of the complaint history confirms that this is the first complaint for the sub class too hot at the (city name)site requiring an evaluation for this batch. On the basis of this evaluation, a trend does not exist for this batch. An evaluation was made by searching for possible trends for this subclass requiring investigation by the site. A pcom (pfizer global complaint database) search was performed. Scope: date contacted: 01feb2017 through 01feb2019/manufacturing site: pfizer (city name)/complaint class: wrap/patch/pad/ complaint sub class: too hot. The pcom search returned a total of 37 complaints for neck shoulder wrist (nsw) products during this time period for the class/subclass. Of the 37 complaints; 10 complaints have batch number recorded as "unknown". The 27 remaining complaints were evaluated. None of the complaints were confirmed to have a manufacturing process root cause for a complaint of too hot. Based on this pcom search, there is not a trend identified for the subclass of too hot for nsw products,see attached trending graph [number]. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. Thermal data for the batch shows all wraps met the required wrap batch average temperatures ( 37.6°c to 41.6°c) per spec-25353; effective date:04aug2017. There were no wrap attribute or variable defects recorded for the batch. Review of the packaging attributes (pouch, carton, and shipper container) quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria was met. A total of 5568 pti (pouch leak) tests were performed with 4 failures. Pouch leak maximum acceptance limit for a sample size of 5565 pti tests is 102 failures per cd-40761 pouch leak test sampling plan extension, effective date: 06mar2017. There were no pack attribute defects recorded for the batch. This batch has been reviewed from a manufacturing perspective. There are no known site investigations associated with this batch involving wrap temperatures. The thermal and pti data were reviewed and there were no thermal or leak results outside the required specifications per spec-25353; effective date: 04aug2017. Severity of harm: s3. Additional information received from product quality complaint (pqc) group included investigation results for sub-class adverse event/serious/unknown. Batch t48944 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. An evaluation of the complaint history confirms that this is the first complaint for the sub class adverse event/serious/unknown received at the albany site requiring an evaluation for this batch. On the basis of this evaluation, a trend does not exist for this batch. An evaluation was made by searching for possible trends for this subclass requiring investigation by the site. A complaints intake, triage, and investigations (citi) customizable search was performed. Scope: date contacted: 21aug2017 through 21aug2019; manufacturing site: (name). Complaint class: external cause investigation/ complaint sub class: adverse event/serious/unknown, adverse event safety request for investigation, adverse event/negligible-minor. The citi customizable search returned a total of 265 complaints for neck shoulder wrist (nsw) 8hr products during this time period for the class/subclass. None of the complaints were confirmed to have a manufacturing process root cause for a complaint of adverse event/serious/unknown, adverse event safety request for investigation, adverse event/negligible-minor. The adverse event safety request for investigation complaint subclass show an increase in november 2018 thru february 2019. This is a seasonality change in combination with a change in safety's procedure wsr cp001 wi 110, "case processing principles product quality complaint guidance", updated on 20aug2018 that has incorporated requesting site investigations for complaints with or without batch number; thus representing a shift in the expected baseline. The data shows a trend emerging for the subclass in april and may 2019. Based on this citi customizable search, the trending chart shows an increase in adverse events (aes) for april 2019 and may 2019 for the subclass of adverse events safety request for investigation for nsw products. Refer to the attached trend chart for nsw8 adverse event 25jul2016 thru 25jul2019. The majority of the complaints by description have a severity ranking of s1-too cool, heat/cold did not last long enough, never worked, squeeze tube pouch damage defect per prt-38832 hazard analysis, thermacare heat wrap product: 8 and 12hr. These complaints are classified as open-pouch. All open pouch complaints are investigated per investigation memo cd-66388 and are not valid adverse events. Based on this citi customizable search, there is not a trend identified for a 24 month period for the subclass of adverse event/serious/unknown for nsw 8hr products, see attached nsw8hr trending graph adverse event. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. Thermal data for the batch shows all wraps met the required wrap batch average temperatures ( 37.6°c to 41.6°c) per spec-25353; effective date: 04aug2017. There were no wrap attribute or variable defects recorded for the batch. This batch has been reviewed from a manufacturing perspective. There are no known site investigations associated with this batch involving wrap temperatures. The DHR, reserve samples, and trending were evaluated. No quality issues were identified. Follow-up attempts are completed. No further information is expected. Follow-up (19mar2019): new information received from product quality complaints (pqc) group included: product quality investigation results. Follow-up (01apr2019 and 02apr2019): new information from pqc group included: return sample investigation results and event details (product caused blisters on her hip). Follow-up (19apr2019): new information received from the product quality complaint group includes investigational results. Follow-up (22apr2019): new information received from the same contactable consumer includes: new event information (the product burnt her hip). Follow-up (01jul2019): new information received from a contactable physician included: denied acknowledge of the events. Follow-up (04sep2019): new information received from the product quality complaint group includes: severity of harm ranking: s3. Follow-up (04sep2019): new information received from the product quality complaint group includes investigational results. Follow-up attempts are completed. No further information is expected. Company clinical evaluation comment: based on the information provided, the events of burns second degree, device issue, intentional device misuse as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event device use issue is non-serious. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of device misuse which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the events of burns second degree, device issue, intentional device misuse as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event device use issue is non-serious. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of device misuse which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
Additional information received from product quality complaint (pqc) group included investigation results. Complaint subclass: too hot. The root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports she received a blister "due to the heat of the product. The cause of the wrap being "due to the heat of the product." Is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Additional information received from pqc group includes evaluation of returned sample (lot# t48944 / expiry oct2020). The sample was received 26feb2019 and contained one nsw8 pouch. Pouch was open; no obvious defects. The wrap was expired. Wrap showed evidence of wear; cell packs were hard, evidence of brine dosing. No obvious defects to wrap. The root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap " blistered her". The cause of the blister is inconclusive since review of records does not provide evidence to support defective product. Evaluation of the returned sample wrap did not show a device malfunction. The product effect may vary with each individual. Care should be taken when using the device, following all saf.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports she received a blister "due to the heat of the product. The cause of the wrap being "due to the heat of the product." Is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. Thermal data for the batch shows all wraps met the required wrap batch average temperatures ( 37.6°c to 41.6°c). There were no wrap attribute or variable defects recorded for the batch. A site investigation was conducted on production records, a return sample was not received. A device malfunction was not identified during records review. The sample was received 26feb2019 and contained one nsw8 pouch. Pouch was open; no obvious defects. The wrap was expired. Wrap showed evidence of wear; cell packs were hard, evidence of brine dosing. No obvious defects to wrap. The root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal re.

Event description:
Event verbatim [preferred term] blister due to heat of the product/blisters broke while heat was on it/blisters popped/ blisters on her hip/the product burnt her hip [burns second degree] , due to the heat of the product/it felt hot [device issue] , read the usage instructions on thermacare before used the product, but did not check her skin under the product while wearing thermacare [intentional device misuse] , put on one wrap on the left thigh/because her hip is giving some problems [device use issue] , . Case narrative:this is a spontaneous report from a contactable consumer (patient). A 60-year-old female patient started to receive thermacare heatwrap (thermacare neck, shoulder & wrist) (device lot number t48944, expiration date oct2020, UDI number: 305733015025) from 28jan2019 put on one wrap on the left thigh for 30 minutes because her hip was giving some problems. Medical history included ongoing high blood pressure, ongoing diabetes, ongoing neuropathy, ongoing acid reflux, ongoing panic attacks, ongoing depression, ongoing congestive heart failure, ongoing rheumatoid arthritis, ongoing sensitive skin, ongoing poor circulation, ongoing heart disease. She was disabled. The patient was currently under the care of a physician for medical conditions. The patient skin tone was classified as very light or fair and she did not have any abnormal skin conditions. There were no concomitant medications. The patient previously used thermacare heatwraps since 10 or 11 years ago for unknown indication and experienced no adverse effect. The patient previously used other unknown heat products for pain relief (electric heating pad, hot water bottle, microwave gel pack), and did not experience a problem/symptom with one of these products. The patient stated she was calling regarding the neck shoulders and wrist heatwrap. She had used these for a long time now, and the other night she put one on and it blistered her, due to the heat of the product on (B)(6) 2019. The product caused blisters on her hip. That was the first day the thermacare was used. Blisters, broke while heat was on it, in the 30 minutes that the wrap was on the blister formed and popped this was on monday (B)(6) 2019. The patient described that on monday (B)(6) 2019 she put it on and it felt hot and it felt like something was running down the leg, she had it on her thigh because her hip was giving some problems, which started like 4 weeks ago, she was not sure if it was arthritis or felt aches and noticed the blister had popped. The patient stated that she took it off before bed, but did not have it on for longer than half an hour prior to that. She clarified the heatwrap was for the neck, but she used the product on her hip. The product burnt her hip. The patient did not engage in exercise while using the product (for example, running, bicycling), read the usage instructions on thermacare before used the product, but did not check her skin under the product while wearing thermacare on (B)(6) 2019. She was not taking any medications (including over-the-counter, herbal, nutritional or any applied to the skin) during the time the problem/symptom was experienced. The patient did not consult a healthcare professional for the problem/symptom. The color of the box she purchased was red box. She has already returned the heatwrap. The action taken in response to the event was discontinued on (B)(6) 2019. The patient stated that she did not have any treatment, and did not put anything on the blister. The outcome of the event blister due to heat of the product/blisters broke while heat was on it/blisters popped/ blisters on her hip/the product burnt her hip and due to the heat of the product/it felt hot was recovering. The blister hadn't healed but resolved. Crusted over blister remained. The outcome of the other events was unknown. The patient considered the causality of device to aes as yes. The physician reported the patient did not provide information regarding the reported adverse events with the use of the product. Additional information received from product quality complaint (pqc) group included investigation results. Complaint subclass: too hot. The root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports she received a blister "due to the heat of the product. The cause of the wrap being "due to the heat of the product." Is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. Thermal data for the batch shows all wraps met the required wrap batch average temperatures ( 37.6°c to 41.6°c). There were no wrap attribute or variable defects recorded for the batch. A site investigation was conducted on production records, a return sample was not received. A device malfunction was not identified during records review. Additional information received from pqc group includes evaluation of returned sample (lot# t48944 / expiry oct2020). The sample was received 26feb2019 and contained one nsw8 pouch. Pouch was open; no obvious defects. The wrap was expired. Wrap showed evidence of wear; cell packs were hard, evidence of brine dosing. No obvious defects to wrap. The root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap " blistered her". The cause of the blister is inconclusive since review of records does not provide evidence to support defective product. Evaluation of the returned sample wrap did not show a device malfunction. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Additional information received from product quality complaint (pqc) group included investigation results. Sub class: too hot. Initial complaint assessment: batch t48944 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The visual inspection of a retain sample included one carton and the three pouched wraps inside and shows no obvious defects. Form-46455 retain sample inspection form documented the retain evaluation performed on 08aug2018 for an unrelated complaint. An evaluation of the complaint history confirms that this is the first complaint for the sub class too hot at the (city name)site requiring an evaluation for this batch. On the basis of this evaluation, a trend does not exist for this batch. An evaluation was made by searching for possible trends for this subclass requiring investigation by the site. A pcom (pfizer global complaint database) search was performed. Scope: date contacted: 01feb2017 through 01feb2019/manufacturing site: pfizer (city name)/complaint class: wrap/patch/pad/ complaint sub class: too hot. The pcom search returned a total of (B)(4) complaints for neck shoulder wrist (nsw) products during this time period for the class/subclass. Of the (B)(4) complaints; (B)(4) complaints have batch number recorded as "unknown". The (B)(4) remaining complaints were evaluated. None of the complaints were confirmed to have a manufacturing process root cause for a complaint of too hot. Based on this pcom search, there is not a trend identified for the subclass of too hot for nsw products,see attached trending graph [number]. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. Thermal data for the batch shows all wraps met the required wrap batch average temperatures ( 37.6°c to 41.6°c) per spec-25353; effective date:04aug2017. There were no wrap attribute or variable defects recorded for the batch. Review of the packaging attributes (pouch, carton, and shipper container) quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria was met. A total of 5568 pti (pouch leak) tests were performed with 4 failures. Pouch leak maximum acceptance limit for a sample size of 5565 pti tests is 102 failures per cd-40761 pouch leak test sampling plan extension, effective date: 06mar2017. There were no pack attribute defects recorded for the batch. This batch has been reviewed from a manufacturing perspective. There are no known site investigations associated with this batch involving wrap temperatures. The thermal and pti data were reviewed and there were no thermal or leak results outside the required specifications per spec-25353; effective date: 04aug2017. Investigation summary: the root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports she received a blister "due to the heat of the product". The cause of the blister "due to the heat of the product" is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. A notification to dsu was sent on 19mar2019 to evaluate for MDR, copy attached. A severity ranking cannot be assigned. The review of production records show no issues with thermal results for the batch, there was not a product quality complaint mentioned in the intake information. Evaluation of the returned sample wrap did not show a device malfunction. Follow-up received from the product quality complaint group on 04sep2019 includes: severity of harm: s3. Follow-up (19mar2019): new information received from product quality complaints (pqc) group included: product quality investigation results. Follow-up (01apr2019 and 02apr2019): new information from pqc group included: return sample investigation results and event details (product caused blisters on her hip). Follow-up (19apr2019): new information received from the product quality complaint group includes investigational results. Follow-up (22apr2019): new information received from the same contactable consumer includes: new event information (the product burnt her hip). Follow-up (01jul2019): new information received from a contactable physician included: denied acknowledge of the events. Follow-up (04sep2019): new information received from the product quality complaint group includes: severity of harm ranking: s3. Company clinical evaluation comment: based on the information provided, the events of burns second degree, device issue, intentional device misuse as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event device use issue is non-serious. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of device misuse which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the events of burns second degree, device issue, intentional device misuse as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event device use issue is non-serious. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of device misuse which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports she received a blister "due to the heat of the product. The cause of the wrap being "due to the heat of the product." Is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. Thermal data for the batch shows all wraps met the required wrap batch average temperatures ( 37.6°c to 41.6°c). There were no wrap attribute or variable defects recorded for the batch. A site investigation was conducted on production records, a return sample was not received. A device malfunction was not identified during records review. The sample was received 26feb2019 and contained one nsw8 pouch. Pouch was open; no obvious defects. The wrap was expired. Wrap showed evidence of wear; cell packs were hard, evidence of brine dosing. No obvious defects to wrap. The root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal re.

Event description:
Blister due to heat of the product/blisters broke while heat was on it/blisters popped/ blisters on her hip/the product burnt her hip [burns second degree], due to the heat of the product/it felt hot [device issue], read the usage instructions on thermacare before used the product, but did not check her skin under the product while wearing thermacare [intentional device misuse], put on one wrap on the left thigh/because her hip is giving some problems [device use issue]. Case narrative: this is a spontaneous report from a contactable consumer (patient). A 60-year-old female patient started to receive thermacare heatwrap (thermacare neck, shoulder & wrist) (device lot number: t48944, expiration date: oct2020, UDI number: (B)(4) from on (B)(6) 2019, put on one wrap on the left thigh for 30 minutes because her hip was giving some problems. Medical history included ongoing high blood pressure, ongoing diabetes, ongoing neuropathy, ongoing acid reflux, ongoing panic attacks, ongoing depression, ongoing congestive heart failure, ongoing rheumatoid arthritis, ongoing sensitive skin, ongoing poor circulation, ongoing heart disease. She was disabled. The patient was currently under the care of a physician for medical conditions. The patient skin tone was classified as very light or fair and she did not have any abnormal skin conditions. There were no concomitant medications. The patient previously used thermacare heatwraps since 10 or 11 years ago for unknown indication and experienced no adverse effect. The patient previously used other unknown heat products for pain relief (electric heating pad, hot water bottle, microwave gel pack), and did not experience a problem/symptom with one of these products. The patient stated she was calling regarding the neck shoulders and wrist heatwrap. She had used these for a long time now, and the other night she put one on and it blistered her, due to the heat of the product on (B)(6) 2019. The product caused blisters on her hip. That was the first day the thermacare was used. Blisters, broke while heat was on it, in the 30 minutes that the wrap was on the blister formed and popped this was on monday (B)(6) 2019. The patient described that on monday (B)(6) 2019 she put it on and it felt hot and it felt like something was running down the leg, she had it on her thigh because her hip was giving some problems, which started like 4 weeks ago, she was not sure if it was arthritis or felt aches and noticed the blister had popped. The patient stated that she took it off before bed, but did not have it on for longer than half an hour prior to that. She clarified the heatwrap was for the neck, but she used the product on her hip. The product burnt her hip. The patient did not engage in exercise while using the product (for example, running, bicycling), read the usage instructions on thermacare before used the product, but did not check her skin under the product while wearing thermacare on (B)(6) 2019. She was not taking any medications (including over-the-counter, herbal, nutritional or any applied to the skin) during the time the problem/symptom was experienced. The patient did not consult a healthcare professional for the problem/symptom. The color of the box she purchased was red box. She has already returned the heatwrap. The action taken in response to the event was discontinued on (B)(6) 2019. The patient stated that she did not have any treatment, and did not put anything on the blister. The outcome of the event blister due to heat of the product/blisters broke while heat was on it/blisters popped/ blisters on her hip/the product burnt her hip and due to the heat of the product/it felt hot was recovering. The blister hadn't healed but resolved. Crusted over blister remained. The outcome of the other events was unknown. The patient considered the causality of device to aes as yes. The physician reported the patient did not provide information regarding the reported adverse events with the use of the product. Additional information received from product quality complaint (pqc) group included investigation results. Complaint subclass: too hot. The root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports she received a blister "due to the heat of the product. The cause of the wrap being "due to the heat of the product." Is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. Thermal data for the batch shows all wraps met the required wrap batch average temperatures ( 37.6°c to 41.6°c). There were no wrap attribute or variable defects recorded for the batch. A site investigation was conducted on production records, a return sample was not received. A device malfunction was not identified during records review. Additional information received from pqc group includes evaluation of returned sample (lot#: t48944 / expiry oct2020). The sample was received 26feb2019 and contained one nsw8 pouch. Pouch was open; no obvious defects. The wrap was expired. Wrap showed evidence of wear; cell packs were hard, evidence of brine dosing. No obvious defects to wrap. The root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap " blistered her". The cause of the blister is inconclusive since review of records does not provide evidence to support defective product. Evaluation of the returned sample wrap did not show a device malfunction. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Additional information received from product quality complaint (pqc) group included investigation results. Sub class: too hot. Initial complaint assessment: batch: t48944 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The visual inspection of a retain sample included one carton and the three pouched wraps inside and shows no obvious defects. Form-46455 retain sample inspection form documented the retain evaluation performed on 08aug2018 for an unrelated complaint. An evaluation of the complaint history confirms that this is the first complaint for the sub class too hot at the (city name)site requiring an evaluation for this batch. On the basis of this evaluation, a trend does not exist for this batch. An evaluation was made by searching for possible trends for this subclass requiring investigation by the site. A pcom (pfizer global complaint database) search was performed. Scope: date contacted: 01feb2017 through 01feb2019/manufacturing site: pfizer (city name)/complaint class: wrap/patch/pad/ complaint sub class: too hot. The pcom search returned a total of 37 complaints for neck shoulder wrist (nsw) products during this time period for the class/subclass. Of the 37 complaints; 10 complaints have batch number recorded as "unknown". The 27 remaining complaints were evaluated. None of the complaints were confirmed to have a manufacturing process root cause for a complaint of too hot. Based on this pcom search, there is not a trend identified for the subclass of too hot for nsw products,see attached trending graph [number]. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. Thermal data for the batch shows all wraps met the required wrap batch average temperatures ( 37.6°c to 41.6°c) per spec-25353; effective date:04aug2017. There were no wrap attribute or variable defects recorded for the batch. Review of the packaging attributes (pouch, carton, and shipper container) quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria was met. A total of 5568 pti (pouch leak) tests were performed with 4 failures. Pouch leak maximum acceptance limit for a sample size of 5565 pti tests is 102 failures per cd-40761 pouch leak test sampling plan extension, effective date: 06mar2017. There were no pack attribute defects recorded for the batch. This batch has been reviewed from a manufacturing perspective. There are no known site investigations associated with this batch involving wrap temperatures. The thermal and pti data were reviewed and there were no thermal or leak results outside the required specifications per spec-25353; effective date: 04aug2017. Investigation summary: the root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports she received a blister "due to the heat of the product". The cause of the blister "due to the heat of the product" is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. A notification to dsu was sent on 19mar2019 to evaluate for MDR, copy attached. A severity ranking cannot be assigned. The review of production records show no issues with thermal results for the batch, there was not a product quality complaint mentioned in the intake information. Evaluation of the returned sample wrap did not show a device malfunction. Process related: no. Complaint confirmed: no. Final confirmation status: not confirmed. Follow-up (19mar2019): new information received from product quality complaints (pqc) group included: product quality investigation results. Follow-up (01apr2019 and 02apr2019): new information from pqc group included: return sample investigation results and event details (product caused blisters on her hip). Follow-up (19apr2019): new information received from the product quality complaint group includes investigational results. Follow-up (22apr2019): new information received from the same contactable consumer includes: new event information (the product burnt her hip). Follow-up (01jul2019): new information received from a contactable physician included: denied acknowledge of the events. Company clinical evaluation comment: based on the information provided, the events of burns second degree, device issue, intentional device misuse as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event device use issue is non-serious. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of device misuse which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the events of burns second degree, device issue, intentional device misuse as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event device use issue is non-serious. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of device misuse which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
Blister due to heat of the product/blisters broke while heat was on it/blisters popped/ blisters on her hip/the product burnt her hip [burns second degree], due to the heat of the product/it felt hot [device issue], read the usage instructions on thermacare before used the product, but did not check her skin under the product while wearing thermacare [intentional device misuse], put on one wrap on the left thigh/because her hip is giving some problems [device use issue]. Case narrative: this is a spontaneous report from a contactable consumer (patient). A 60-year-old female patient started to receive thermacare heatwrap (thermacare neck, shoulder & wrist) (device lot number: t48944, expiration date: oct2020, UDI number: (B)(4) from on (B)(6) 2019, put on one wrap on the left thigh for 30 minutes because her hip was giving some problems. Medical history included ongoing high blood pressure, ongoing diabetes, ongoing neuropathy, ongoing acid reflux, ongoing panic attacks, ongoing depression, ongoing congestive heart failure, ongoing rheumatoid arthritis, ongoing sensitive skin, ongoing poor circulation, ongoing heart disease. She was disabled. The patient was currently under the care of a physician for medical conditions. The patient skin tone was classified as very light or fair and she did not have any abnormal skin conditions. There were no concomitant medications. The patient previously used thermacare heatwraps since 10 or 11 years ago for unknown indication and experienced no adverse effect. The patient previously used other unknown heat products for pain relief (electric heating pad, hot water bottle, microwave gel pack), and did not experience a problem/symptom with one of these products. The patient stated she was calling regarding the neck shoulders and wrist heatwrap. She had used these for a long time now, and the other night she put one on and it blistered her, due to the heat of the product on (B)(6) 2019. The product caused blisters on her hip. That was the first day the thermacare was used. Blisters, broke while heat was on it, in the 30 minutes that the wrap was on the blister formed and popped this was on monday on (B)(6) 2019. The patient described that on monday on (B)(6) 2019 she put it on and it felt hot and it felt like something was running down the leg, she had it on her thigh because her hip was giving some problems, which started like 4 weeks ago, she was not sure if it was arthritis or felt aches and noticed the blister had popped. The patient stated that she took it off before bed, but did not have it on for longer than half an hour prior to that. She clarified the heatwrap was for the neck, but she used the product on her hip. The product burnt her hip. The patient did not engage in exercise while using the product (for example, running, bicycling), read the usage instructions on thermacare before used the product, but did not check her skin under the product while wearing thermacare on (B)(6) 2019. She was not taking any medications (including over-the-counter, herbal, nutritional or any applied to the skin) during the time the problem/symptom was experienced. The patient did not consult a healthcare professional for the problem/symptom. The color of the box she purchased was red box. She has already returned the heatwrap. The action taken in response to the event was discontinued on (B)(6) 2019. The patient stated that she did not have any treatment, and did not put anything on the blister. The outcome of the event blister due to heat of the product/blisters broke while heat was on it/blisters popped/ blisters on her hip/the product burnt her hip and due to the heat of the product/it felt hot was recovering. The blister hadn't healed but resolved. Crusted over blister remained. The outcome of the other events was unknown. The patient considered the causality of device to aes as yes. Additional information received from product quality complaint (pqc) group included investigation results. Complaint subclass: too hot. The root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports she received a blister "due to the heat of the product. The cause of the wrap being "due to the heat of the product." Is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. Thermal data for the batch shows all wraps met the required wrap batch average temperatures ( 37.6°c to 41.6°c). There were no wrap attribute or variable defects recorded for the batch. A site investigation was conducted on production records, a return sample was not received. A device malfunction was not identified during records review. Additional information received from pqc group includes evaluation of returned sample (lot#: t48944 / expiry: oct2020). The sample was received 26feb2019 and contained one nsw8 pouch. Pouch was open; no obvious defects. The wrap was expired. Wrap showed evidence of wear; cell packs were hard, evidence of brine dosing. No obvious defects to wrap. The root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap " blistered her". The cause of the blister is inconclusive since review of records does not provide evidence to support defective product. Evaluation of the returned sample wrap did not show a device malfunction. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Additional information received from product quality complaint (pqc) group included investigation results. Sub class: too hot. Initial complaint assessment: batch: t48944 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The visual inspection of a retain sample included one carton and the three pouched wraps inside and shows no obvious defects. Form-46455 retain sample inspection form documented the retain evaluation performed on 08aug2018 for an unrelated complaint. An evaluation of the complaint history confirms that this is the first complaint for the sub class too hot at the (city name)site requiring an evaluation for this batch. On the basis of this evaluation, a trend does not exist for this batch. An evaluation was made by searching for possible trends for this subclass requiring investigation by the site. A pcom (pfizer global complaint database) search was performed. Scope: date contacted: 01feb2017 through 01feb2019/manufacturing site: pfizer (city name)/complaint class: wrap/patch/pad/ complaint sub class: too hot. The pcom search returned a total of 37 complaints for neck shoulder wrist (nsw) products during this time period for the class/subclass. Of the 37 complaints; 10 complaints have batch number recorded as "unknown". The 27 remaining complaints were evaluated. None of the complaints were confirmed to have a manufacturing process root cause for a complaint of too hot. Based on this pcom search, there is not a trend identified for the subclass of too hot for nsw products,see attached trending graph [number]. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. Thermal data for the batch shows all wraps met the required wrap batch average temperatures ( 37.6°c to 41.6°c) per spec-25353; effective date: 04aug2017. There were no wrap attribute or variable defects recorded for the batch. Review of the packaging attributes (pouch, carton, and shipper container) quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria was met. A total of 5568 pti (pouch leak) tests were performed with 4 failures. Pouch leak maximum acceptance limit for a sample size of 5565 pti tests is 102 failures per cd-40761 pouch leak test sampling plan extension, effective date: 06mar2017. There were no pack attribute defects recorded for the batch. This batch has been reviewed from a manufacturing perspective. There are no known site investigations associated with this batch involving wrap temperatures. The thermal and pti data were reviewed and there were no thermal or leak results outside the required specifications per spec-25353; effective date: 04aug2017. Investigation summary: the root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports she received a blister "due to the heat of the product". The cause of the blister "due to the heat of the product" is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. A notification to dsu was sent on 19mar2019 to evaluate for MDR, copy attached. A severity ranking cannot be assigned. The review of production records show no issues with thermal results for the batch, there was not a product quality complaint mentioned in the intake information. Evaluation of the returned sample wrap did not show a device malfunction. Process related: no. Complaint confirmed: no. Final confirmation status: not confirmed. Follow-up (19mar2019): new information received from product quality complaints (pqc) group included: product quality investigation results. Follow-up (01apr2019 and 02apr2019): new information from pqc group included: return sample investigation results and event details (product caused blisters on her hip). Follow-up (19apr2019): new information received from the product quality complaint group includes investigational results. Follow-up (22apr2019): new information received from the same contactable consumer includes: new event information (the product burnt her hip). Company clinical evaluation comment: based on the information provided, the events of burns second degree, device issue, intentional device misuse as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event device use issue is non-serious. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of device misuse which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the events of burns second degree, device issue, intentional device misuse as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event device use issue is non-serious. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of device misuse which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports she received a blister "due to the heat of the product. The cause of the wrap being "due to the heat of the product." Is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. Thermal data for the batch shows all wraps met the required wrap batch average temperatures ( 37.6°c to 41.6°c). There were no wrap attribute or variable defects recorded for the batch. A site investigation was conducted on production records, a return sample was not received. A device malfunction was not identified during records review. The sample was received 26feb2019 and contained one nsw8 pouch. Pouch was open; no obvious defects. The wrap was expired. Wrap showed evidence of wear; cell packs were hard, evidence of brine dosing. No obvious defects to wrap. The root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal re.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports she received a blister "due to the heat of the product. The cause of the wrap being "due to the heat of the product." Is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. Thermal data for the batch shows all wraps met the required wrap batch average temperatures ( 37.6°c to 41.6°c). There were no wrap attribute or variable defects recorded for the batch. A site investigation was conducted on production records, a return sample was not received. A device malfunction was not identified during records review. The sample was received 26feb2019 and contained one nsw8 pouch. Pouch was open; no obvious defects. The wrap was expired. Wrap showed evidence of wear; cell packs were hard, evidence of brine dosing. No obvious defects to wrap. The root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal re.

Event description:
Blister due to heat of the product/blisters broke while heat was on it/blisters popped/ blisters on her hip [blister], due to the heat of the product/it felt hot [device issue], read the usage instructions on thermacare before used the product, but did not check her skin under the product while wearing thermacare [intentional device misuse], put on one wrap on the left thigh/because her hip is giving some problems [device use issue]. Case narrative: this is a spontaneous report from a contactable consumer (patient). A 60-year-old female patient started to receive thermacare heatwrap (thermacare neck, shoulder & wrist) (device lot number: t48944, expiration date: oct2020, UDI number: (B)(4) from on (B)(6) 2019. Put on one wrap on the left thigh for 30 minutes because her hip was giving some problems. Medical history included ongoing high blood pressure, ongoing diabetes, ongoing neuropathy, ongoing acid reflux, ongoing panic attacks, ongoing depression, ongoing congestive heart failure, ongoing rheumatoid arthritis, ongoing sensitive skin, ongoing poor circulation, ongoing heart disease. She was disabled. The patient was currently under the care of a physician for medical conditions. The patient skin tone was classified as very light or fair and she did not have any abnormal skin conditions. There were no concomitant medications. The patient previously used thermacare heatwraps since 10 or 11 years ago for unknown indication and experienced no adverse effect. The patient previously used other unknown heat products for pain relief (electric heating pad, hot water bottle, microwave gel pack), and did not experience a problem/symptom with one of these products. The patient stated she was calling regarding the neck shoulders and wrist heatwrap. She had used these for a long time now, and the other night she put one on and it blistered her, due to the heat of the product on (B)(6) 2019. The product caused blisters on her hip. That was the first day the thermacare was used. Blisters, broke while heat was on it, in the 30 minutes that the wrap was on the blister formed and popped this was on monday on (B)(6) 2019. The patient described that on monday on (B)(6) 2019 she put it on and it felt hot and it felt like something was running down the leg, she had it on her thigh because her hip was giving some problems, which started like 4 weeks ago, she was not sure if it was arthritis or felt aches and noticed the blister had popped. The patient stated that she took it off before bed, but did not have it on for longer than half an hour prior to that. The patient did not engage in exercise while using the product (for example, running, bicycling), read the usage instructions on thermacare before used the product, but did not check her skin under the product while wearing thermacare on (B)(6) 2019. She was not taking any medications (including over-the-counter, herbal, nutritional or any applied to the skin) during the time the problem/symptom was experienced. The patient did not consult a healthcare professional for the problem/symptom. The color of the box she purchased was red box. The action taken in response to the event was discontinued on (B)(6) 2019. The patient stated that she did not have any treatment, and did not put anything on the blister. The outcome of the event blister due to heat of the product/blisters broke while heat was on it/blisters popped and due to the heat of the product/it felt hot was recovering. The blister hadn't healed but resolved. Crusted over blister remained. The outcome of the other events was unknown. The patient considered the causality of device to aes as yes. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports she received a blister "due to the heat of the product. The cause of the wrap being "due to the heat of the product." Is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. Thermal data for the batch shows all wraps met the required wrap batch average temperatures ( 37.6°c to 41.6°c). There were no wrap attribute or variable defects recorded for the batch. A site investigation was conducted on production records, a return sample was not received. A device malfunction was not identified during records review. Additional information received from pqc group includes evaluation of returned sample (lot#: t48944 / expiry: oct2020). The sample was received 26feb2019 and contained one nsw8 pouch. Pouch was open; no obvious defects. The wrap was expired. Wrap showed evidence of wear; cell packs were hard, evidence of brine dosing. No obvious defects to wrap. The root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap " blistered her". The cause of the blister is inconclusive since review of records does not provide evidence to support defective product. Evaluation of the returned sample wrap did not show a device malfunction. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Additional information received from product quality complaint (pqc) group included investigation results. Sub class: too hot. Initial complaint assessment: batch: t48944 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The visual inspection of a retain sample included one carton and the three pouched wraps inside and shows no obvious defects. Form-46455 retain sample inspection form documented the retain evaluation performed on 08aug2018 for an unrelated complaint. An evaluation of the complaint history confirms that this is the first complaint for the sub class too hot at the (city name)site requiring an evaluation for this batch. On the basis of this evaluation, a trend does not exist for this batch. An evaluation was made by searching for possible trends for this subclass requiring investigation by the site. A pcom (pfizer global complaint database) search was performed. Scope: date contacted: 01feb2017 through 01feb2019/manufacturing site: pfizer (city name)/complaint class: wrap/patch/pad/ complaint sub class: too hot. The pcom search returned a total of 37 complaints for neck shoulder wrist (nsw) products during this time period for the class/subclass. Of the 37 complaints; 10 complaints have batch number recorded as "unknown". The 27 remaining complaints were evaluated. None of the complaints were confirmed to have a manufacturing process root cause for a complaint of too hot. Based on this pcom search, there is not a trend identified for the subclass of too hot for nsw products, see attached trending graph [number]. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. Thermal data for the batch shows all wraps met the required wrap batch average temperatures ( 37.6°c to 41.6°c) per spec-25353; effective date: 04aug2017. There were no wrap attribute or variable defects recorded for the batch. Review of the packaging attributes (pouch, carton, and shipper container) quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria was met. A total of 5568 pti (pouch leak) tests were performed with 4 failures. Pouch leak maximum acceptance limit for a sample size of 5565 pti tests is 102 failures per cd-40761 pouch leak test sampling plan extension, effective date: 06mar2017. There were no pack attribute defects recorded for the batch. This batch has been reviewed from a manufacturing perspective. There are no known site investigations associated with this batch involving wrap temperatures. The thermal and pti data were reviewed and there were no thermal or leak results outside the required specifications per spec-25353; effective date: 04aug2017. Investigation summary: the root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports she received a blister "due to the heat of the product". The cause of the blister "due to the heat of the product" is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. A notification to dsu was sent on 19mar2019 to evaluate for MDR, copy attached. A severity ranking cannot be assigned. The review of production records show no issues with thermal results for the batch, there was not a product quality complaint mentioned in the intake information. Evaluation of the returned sample wrap did not show a device malfunction. Process related: no. Complaint confirmed: no. Final confirmation status: not confirmed. Follow-up (19mar2019): new information received from product quality complaints (pqc) group included: product quality investigation results. Follow-up (01apr2019 and 02apr2019): new information from pqc group included: return sample investigation results and event details (product caused blisters on her hip). Follow-up (19apr2019): new information received from the product quality complaint group includes investigational results. Company clinical evaluation comment: based on the information provided, the events of "blisters", "device issue", "intentional device misuse" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event "device use issue" is non-serious. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of device misuse which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the events of "blisters", "device issue", "intentional device misuse" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event "device use issue" is non-serious. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of device misuse which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
Event verbatim [preferred term] blister due to heat of the product/blisters broke while heat was on it/blisters popped [blister] , due to the heat of the product/it felt hot [device issue] , read the usage instructions on thermacare before used the product, but did not check her skin under the product while wearing thermacare [intentional device misuse] , put on one wrap on the left thigh/because her hip is giving some problems [device use issue] , . Case narrative:this is a spontaneous report from a contactable consumer (patient). A 60-year-old female patient started to receive thermacare heatwrap (thermacare neck, shoulder & wrist) (device lot number t48944, expiration date oct2020, upc number: (B)(4) from (B)(6) 2019 put on one wrap on the left thigh for 30 minutes because her hip was giving some problems. Medical history included ongoing high blood pressure, ongoing diabetes, ongoing neuropathy, ongoing acid reflux, ongoing panic attacks, ongoing depression, ongoing congestive heart failure, ongoing rheumatoid arthritis, ongoing sensitive skin, ongoing poor circulation, ongoing heart disease. She is disabled. The patient was currently under the care of a physician for medical conditions. The patient skin tone was classified as very light or fair and she did not have any abnormal skin conditions. There were no concomitant medications. The patient previously used thermacare heatwraps since 10 or 11 years ago for product used for unknown indication and experienced no adverse effect. The patient previously used other unknown heat products for pain relief (electric heating pad, hot water bottle, microwave gel pack), and did not experience a problem/symptom with one of these products. The patient stated she was calling regarding the neck shoulders and wrist heatwrap. She had used these for a long time now, and the other night she put one on and it blistered her, due to the heat of the product on (B)(6) 2019. That was the first day the thermacare was used. Blisters, broke while heat was on it, in the 30 minutes that the wrap was on the blister formed and popped this was on monday (B)(6) 2019. The patient described that on monday (B)(6) 2019 she put it on and it felt hot and it felt like something was running down the leg, she had it on her thigh because her hip was giving some problems, which started like 4 weeks ago, she was not sure if it is arthritis or felt aches and noticed the blister had popped. The patient stated that she took it off before bed, but did not have it on for longer than half an hour prior to that. The patient did not engage in exercise while using the product (for example, running, bicycling), read the usage instructions on thermacare before used the product, but did not check her skin under the product while wearing thermacare. She was not taking any medications (including over-the-counter, herbal, nutritional or any applied to the skin) during the time the problem/symptom was experienced. The patient did not consult a healthcare professional for the problem/symptom. The color of the box she purchased was red box. The action taken in response to the event was discontinued on 28jan2019. The patient stated that she did not have any treatment, and did not put anything on the blister. The outcome of the event blister due to heat of the product/blisters broke while heat was on it/blisters popped and due to the heat of the product/it felt hot was recovering. The blister hadn't healed but resolved. Crusted over blister remained. The outcome of the other events was unknown. The patient considered the causality of device to aes as yes. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports she received a blister "due to the heat of the product. The cause of the wrap being "due to the heat of the product." Is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. Thermal data for the batch shows all wraps met the required wrap batch average temperatures ( 37.6°c to 41.6°c). There were no wrap attribute or variable defects recorded for the batch. A site investigation was conducted on production records, a return sample was not received. A device malfunction was not identified during records review. Additional information has been requested and will be provided as it becomes available. Follow-up (19mar2019): new information received from product quality complaints (pqc) group included: product quality investigation results. Company clinical evaluation comment: based on the information provided, the events of "blisters", "device issue", "intentional device misuse" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event "device use issue" is non-serious. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of device misuse which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the events of "blisters", "device issue", "intentional device misuse" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event "device use issue" is non-serious. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of device misuse which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports she received a blister "due to the heat of the product. The cause of the wrap being "due to the heat of the product." Is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. Thermal data for the batch shows all wraps met the required wrap batch average temperatures ( 37.6°c to 41.6°c). There were no wrap attribute or variable defects recorded for the batch. A site investigation was conducted on production records, a return sample was not received. A device malfunction was not identified during records review.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports she received a blister "due to the heat of the product. The cause of the wrap being "due to the heat of the product." Is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. Thermal data for the batch shows all wraps met the required wrap batch average temperatures ( 37.6°c to 41.6°c). There were no wrap attribute or variable defects recorded for the batch. A site investigation was conducted on production records, a return sample was not received. A device malfunction was not identified during records review. The sample was received 26feb2019 and contained one nsw8 pouch. Pouch was open; no obvious defects. The wrap was expired. Wrap showed evidence of wear; cell packs were hard, evidence of brine dosing. No obvious defects to wrap. The root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal re...

Event description:
Blister due to heat of the product/blisters broke while heat was on it/blisters popped/ blisters on her hip [blister], due to the heat of the product/it felt hot [device issue], read the usage instructions on thermacare before used the product, but did not check her skin under the product while wearing thermacare [intentional device misuse], put on one wrap on the left thigh/because her hip is giving some problems [device use issue]. Case narrative: this is a spontaneous report from a contactable consumer (patient). A 60-year-old female patient started to receive thermacare heatwrap (thermacare neck, shoulder & wrist) (device lot number t48944, expiration date oct2020, upc number: 305733015025) from 28jan2019 put on one wrap on the left thigh for 30 minutes because her hip was giving some problems. Medical history included ongoing high blood pressure, ongoing diabetes, ongoing neuropathy, ongoing acid reflux, ongoing panic attacks, ongoing depression, ongoing congestive heart failure, ongoing rheumatoid arthritis, ongoing sensitive skin, ongoing poor circulation, ongoing heart disease. She is disabled. The patient was currently under the care of a physician for medical conditions. The patient skin tone was classified as very light or fair and she did not have any abnormal skin conditions. There were no concomitant medications. The patient previously used thermacare heatwraps since 10 or 11 years ago for product used for unknown indication and experienced no adverse effect. The patient previously used other unknown heat products for pain relief (electric heating pad, hot water bottle, microwave gel pack), and did not experience a problem/symptom with one of these products. The patient stated she was calling regarding the neck shoulders and wrist heatwrap. She had used these for a long time now, and the other night she put one on and it blistered her, due to the heat of the product on (B)(6) 2019. The product caused blisters on her hip. That was the first day the thermacare was used. Blisters, broke while heat was on it, in the 30 minutes that the wrap was on the blister formed and popped this was on monday (B)(6) 2019. The patient described that on monday (B)(6) 2019 she put it on and it felt hot and it felt like something was running down the leg, she had it on her thigh because her hip was giving some problems, which started like 4 weeks ago, she was not sure if it is arthritis or felt aches and noticed the blister had popped. The patient stated that she took it off before bed, but did not have it on for longer than half an hour prior to that. The patient did not engage in exercise while using the product (for example, running, bicycling), read the usage instructions on thermacare before used the product, but did not check her skin under the product while wearing thermacare. She was not taking any medications (including over-the-counter, herbal, nutritional or any applied to the skin) during the time the problem/symptom was experienced. The patient did not consult a healthcare professional for the problem/symptom. The color of the box she purchased was red box. The action taken in response to the event was discontinued on (B)(6) 2019. The patient stated that she did not have any treatment, and did not put anything on the blister. The outcome of the event blister due to heat of the product/blisters broke while heat was on it/blisters popped and due to the heat of the product/it felt hot was recovering. The blister hadn't healed but resolved. Crusted over blister remained. The outcome of the other events was unknown. The patient considered the causality of device to aes as yes. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports she received a blister "due to the heat of the product. The cause of the wrap being "due to the heat of the product." Is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. Thermal data for the batch shows all wraps met the required wrap batch average temperatures ( 37.6°c to 41.6°c). There were no wrap attribute or variable defects recorded for the batch. A site investigation was conducted on production records, a return sample was not received. A device malfunction was not identified during records review. Additional information received from pqc group includes evaluation of returned sample (lot# t48944 / expiry oct2020). The sample was received 26feb2019 and contained one nsw8 pouch. Pouch was open; no obvious defects. The wrap was expired. Wrap showed evidence of wear; cell packs were hard, evidence of brine dosing. No obvious defects to wrap. The root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap " blistered her". The cause of the blister is inconclusive since review of records does not provide evidence to support defective product. Evaluation of the returned sample wrap did not show a device malfunction. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Additional information has been requested and will be provided as it becomes available. Follow-up (19mar2019): new information received from product quality complaints (pqc) group included: product quality investigation results. Follow-up (01apr2019 and 02apr2019): new information from pqc group included: return sample investigation results and event details (product caused blisters on her hip). Company clinical evaluation comment: based on the information provided, the events of "blisters", "device issue", "intentional device misuse" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event "device use issue" is non-serious. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of device misuse which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the events of "blisters", "device issue", "intentional device misuse" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event "device use issue" is non-serious. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of device misuse which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
Additional information received from product quality complaint (pqc) group included investigation results. Complaint subclass: too hot. The root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports she received a blister "due to the heat of the product. The cause of the wrap being "due to the heat of the product." Is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Additional information received from pqc group includes evaluation of returned sample (lot# t48944 / expiry oct2020). The sample was received 26feb2019 and contained one nsw8 pouch. Pouch was open; no obvious defects. The wrap was expired. Wrap showed evidence of wear; cell packs were hard, evidence of brine dosing. No obvious defects to wrap. The root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap " blistered her". The cause of the blister is inconclusive since review of records does not provide evidence to support defective product. Evaluation of the returned sample wrap did not show a device malfunction. The product effect may vary with each individual. Care should be taken when using the device, following all saf.

Event description:
Event verbatim [preferred term] blister due to heat of the product/blisters broke while heat was on it/blisters popped/ blisters on her hip/the product burnt her hip [burns second degree] , due to the heat of the product/it felt hot [device issue] , read the usage instructions on thermacare before used the product, but did not check her skin under the product while wearing thermacare [intentional device misuse] , put on one wrap on the left thigh/because her hip is giving some problems [device use issue] , . Case narrative:this is a spontaneous report from a contactable consumer (patient). A 60-year-old female patient started to receive thermacare heatwrap (thermacare neck, shoulder & wrist) (device lot number t48944, expiration date oct2020, UDI number: (B)(4)) from (B)(4) 2019 put on one wrap on the left thigh for 30 minutes because her hip was giving some problems. Medical history included ongoing high blood pressure, ongoing diabetes, ongoing neuropathy, ongoing acid reflux, ongoing panic attacks, ongoing depression, ongoing congestive heart failure, ongoing rheumatoid arthritis, ongoing sensitive skin, ongoing poor circulation, ongoing heart disease. She was disabled. The patient was currently under the care of a physician for medical conditions. The patient skin tone was classified as very light or fair and she did not have any abnormal skin conditions. There were no concomitant medications. The patient previously used thermacare heatwraps since 10 or 11 years ago for unknown indication and experienced no adverse effect. The patient previously used other unknown heat products for pain relief (electric heating pad, hot water bottle, microwave gel pack), and did not experience a problem/symptom with one of these products. The patient stated she was calling regarding the neck shoulders and wrist heatwrap. She had used these for a long time now, and the other night she put one on and it blistered her, due to the heat of the product on (B)(6) 2019. The product caused blisters on her hip. That was the first day the thermacare was used. Blisters, broke while heat was on it, in the 30 minutes that the wrap was on the blister formed and popped this was on monday (B)(6) 2019. The patient described that on monday (B)(6) 2019 she put it on and it felt hot and it felt like something was running down the leg, she had it on her thigh because her hip was giving some problems, which started like 4 weeks ago, she was not sure if it was arthritis or felt aches and noticed the blister had popped. The patient stated that she took it off before bed, but did not have it on for longer than half an hour prior to that. She clarified the heatwrap was for the neck, but she used the product on her hip. The product burnt her hip. The patient did not engage in exercise while using the product (for example, running, bicycling), read the usage instructions on thermacare before used the product, but did not check her skin under the product while wearing thermacare on (B)(6) 2019. She was not taking any medications (including over-the-counter, herbal, nutritional or any applied to the skin) during the time the problem/symptom was experienced. The patient did not consult a healthcare professional for the problem/symptom. The color of the box she purchased was red box. She has already returned the heatwrap. The action taken in response to the event was discontinued on (B)(6) 2019. The patient stated that she did not have any treatment, and did not put anything on the blister. The outcome of the event blister due to heat of the product/blisters broke while heat was on it/blisters popped/ blisters on her hip/the product burnt her hip and due to the heat of the product/it felt hot was recovering. The blister hadn't healed but resolved. Crusted over blister remained. The outcome of the other events was unknown. The patient considered the causality of device to aes as yes. The physician reported the patient did not provide information regarding the reported adverse events with the use of the product. Additional information received from product quality complaint (pqc) group included investigation results. Complaint subclass: too hot. The root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports she received a blister "due to the heat of the product. The cause of the wrap being "due to the heat of the product." Is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Additional information received from pqc group includes evaluation of returned sample (lot# t48944 / expiry oct2020). The sample was received 26feb2019 and contained one nsw8 pouch. Pouch was open; no obvious defects. The wrap was expired. Wrap showed evidence of wear; cell packs were hard, evidence of brine dosing. No obvious defects to wrap. The root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap " blistered her". The cause of the blister is inconclusive since review of records does not provide evidence to support defective product. Evaluation of the returned sample wrap did not show a device malfunction. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Additional information received from product quality complaint (pqc) group included investigation results. Sub class: too hot. Initial complaint assessment: batch t48944 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The visual inspection of a retain sample included one carton and the three pouched wraps inside and shows no obvious defects. Form-46455 retain sample inspection form documented the retain evaluation performed on 08aug2018 for an unrelated complaint. An evaluation of the complaint history confirms that this is the first complaint for the sub class too hot at the (city name) site requiring an evaluation for this batch. On the basis of this evaluation, a trend does not exist for this batch. An evaluation was made by searching for possible trends for this subclass requiring investigation by the site. A pcom (pfizer global complaint database) search was performed. Scope: date contacted: 01feb2017 through 01feb2019/manufacturing site: pfizer (city name)/complaint class: wrap/patch/pad/ complaint sub class: too hot. The pcom search returned a total of 37 complaints for neck shoulder wrist (nsw) products during this time period for the class/subclass. Of the 37 complaints; 10 complaints have batch number recorded as "unknown". The 27 remaining complaints were evaluated. None of the complaints were confirmed to have a manufacturing process root cause for a complaint of too hot. Based on this pcom search, there is not a trend identified for the subclass of too hot for nsw products,see attached trending graph [number]. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. Thermal data for the batch shows all wraps met the required wrap batch average temperatures ( 37.6°c to 41.6°c) per spec-25353; effective date:04aug2017. There were no wrap attribute or variable defects recorded for the batch. Review of the packaging attributes (pouch, carton, and shipper container) quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria was met. A total of 5568 pti (pouch leak) tests were performed with 4 failures. Pouch leak maximum acceptance limit for a sample size of 5565 pti tests is 102 failures per cd-40761 pouch leak test sampling plan extension, effective date: 06mar2017. There were no pack attribute defects recorded for the batch. This batch has been reviewed from a manufacturing perspective. There are no known site investigations associated with this batch involving wrap temperatures. The thermal and pti data were reviewed and there were no thermal or leak results outside the required specifications per spec-25353; effective date: 04aug2017. Severity of harm: s3. Additional information received from product quality complaint (pqc) group included investigation results for sub-class adverse event/serious/unknown. Batch t48944 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. An evaluation of the complaint history confirms that this is the first complaint for the sub class adverse event/serious/unknown received at the albany site requiring an evaluation for this batch. On the basis of this evaluation, a trend does not exist for this batch. An evaluation was made by searching for possible trends for this subclass requiring investigation by the site. A complaints intake, triage, and investigations (citi) customizable search was performed. Scope: date contacted: 21aug2017 through 21aug2019; manufacturing site: (name). Complaint class: external cause investigation/ complaint sub class: adverse event/serious/unknown, adverse event safety request for investigation, adverse event/negligible-minor. The citi customizable search returned a total of 265 complaints for neck shoulder wrist (nsw) 8hr products during this time period for the class/subclass. None of the complaints were confirmed to have a manufacturing process root cause for a complaint of adverse event/serious/unknown, adverse event safety request for investigation, adverse event/negligible-minor. The adverse event safety request for investigation complaint subclass show an increase in november 2018 thru february 2019. This is a seasonality change in combination with a change in safety's procedure wsr cp001 wi 110, "case processing principles product quality complaint guidance", updated on 20aug2018 that has incorporated requesting site investigations for complaints with or without batch number; thus representing a shift in the expected baseline. The data shows a trend emerging for the subclass in april and may 2019. Based on this citi customizable search, the trending chart shows an increase in adverse events (aes) for april 2019 and may 2019 for the subclass of adverse events safety request for investigation for nsw products. Refer to the attached trend chart for nsw8 adverse event 25jul2016 thru 25jul2019. The majority of the complaints by description have a severity ranking of s1-too cool, heat/cold did not last long enough, never worked, squeeze tube pouch damage defect per prt-38832 hazard analysis, thermacare heat wrap product: 8 and 12hr. These complaints are classified as open-pouch. All open pouch complaints are investigated per investigation memo cd-66388 and are not valid adverse events. Based on this citi customizable search, there is not a trend identified for a 24 month period for the subclass of adverse event/serious/unknown for nsw 8hr products, see attached nsw8hr trending graph adverse event. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. Thermal data for the batch shows all wraps met the required wrap batch average temperatures ( 37.6°c to 41.6°c) per spec-25353; effective date: 04aug2017. There were no wrap attribute or variable defects recorded for the batch. This batch has been reviewed from a manufacturing perspective. There are no known site investigations associated with this batch involving wrap temperatures. The DHR, reserve samples, and trending were evaluated. No quality issues were identified. Follow-up attempts are completed. No further information is expected. Follow-up (19mar2019): new information received from product quality complaints (pqc) group included: product quality investigation results. Follow-up (01apr2019 and 02apr2019): new information from pqc group included: return sample investigation results and event details (product caused blisters on her hip). Follow-up (19apr2019): new information received from the product quality complaint group includes investigational results. Follow-up (22apr2019): new information received from the same contactable consumer includes: new event information (the product burnt her hip). Follow-up (01jul2019): new information received from a contactable physician included: denied acknowledge of the events. Follow-up (04sep2019): new information received from the product quality complaint group includes: severity of harm ranking: s3. Follow-up (04sep2019): new information received from the product quality complaint group includes investigational results. Follow-up attempts are completed. No further information is expected. Company clinical evaluation comment. Based on the information provided, the events of burns second degree, device issue, intentional device misuse as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event device use issue is non-serious. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of device misuse which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time. Follow-up (28oct2019): this is a follow-up report combining information from duplicate reports (B)(4) and (B)(4) the current and all subsequent information will be reported under manufacturer report number (B)(4)., comment: based on the information provided, the events of burns second degree, device issue, intentional device misuse as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event device use issue is non-serious. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of device misuse which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
Blister due to heat of the product/blisters broke while heat was on it/blisters popped [blister], it felt hot [device issue]. Read the usage instructions on thermacare before used the product, but did not check her skin under the product while wearing thermacare [intentional device misuse], put on one wrap on the left thigh/because her hip is giving some problems [device use issue]. Case narrative: this is a spontaneous report from a contactable consumer (patient). A (B)(6) female patient started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), device lot number t48944, expiration date oct2020, upc number: (B)(4), from (B)(6) 2019 put on one wrap on the left thigh for 30 minutes because her hip was giving some problems. Medical history included ongoing high blood pressure, ongoing diabetes, ongoing neuropathy, ongoing acid reflux, ongoing panic attacks, ongoing depression, ongoing congestive heart failure, ongoing rheumatoid arthritis, ongoing sensitive skin, ongoing poor circulation, ongoing heart disease. She is disabled. The patient was currently under the care of a physician for medical conditions. The patient skin tone was classified as very light or fair and she did not have any abnormal skin conditions. There were no concomitant medications. The patient previously used thermacare heatwraps since 10 or 11 years ago for product used for unknown indication and experienced no adverse effect. The patient previously used other unknown heat products for pain relief (electric heating pad, hot water bottle, microwave gel pack), and did not experience a problem/symptom with one of these products. The patient stated that she was calling regarding the thermacare heat wrap neck shoulders and wrist she had used these for a long time now, and the other night she put one on and it blistered her, due to the heat of the product on (B)(6) 2019. That was the first day the thermacare was used. Blisters, broke while heat was on it, in the 30 minutes that the wrap was on the blister formed and popped this was on (B)(6) 2019. The patient described that on (B)(6) 2019 she put it on and it felt hot and it felt like something was running down the leg, she had it on her thigh because her hip was giving some problems, which started like 4 weeks ago, she was not sure if it is arthritis or felt aches and noticed the blister had popped. The patient stated that she took it off before bed, but did not have it on for longer than half an hour prior to that. The patient did not engage in exercise while using the product (for example, running, bicycling), read the usage instructions on thermacare before used the product, but did not check her skin under the product while wearing thermacare. She was not taking any medications (including over-the-counter, herbal, nutritional or any applied to the skin) during the time the problem/symptom was experienced. The patient did not consult a healthcare professional for the problem/symptom. The color of the box she purchased was red box. The action taken in response to the event was discontinued on (B)(6) 2019. The patient stated that she did not have any treatment, and did not put anything on the blister. The outcome of the event blister due to heat of the product/blisters broke while heat was on it/blisters popped and due to the heat of the product/it felt hot was recovering. The blister hadn't healed but resolved. Crusted over blister remained. The outcome of the other events was unknown. The patient considered the causality of device to aes as yes. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events of "blisters", "device issue", "intentional device misuse" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event "device use issue" is non-serious. The events are medically assessed as associated with the use of the device.